Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient stated they lost consciousness due to hypoglycemia on (B)(6) 2022 and was later found by their relatives. After the patient regained consciousness, they told the relatives that they were not feeling well, so the relatives called for an ambulance. Paramedics arrived on site and transported the patient to the hospital. The patient's dexcom cgm at this time was reading 75 mg/dl, while a comparative fingerstick measurement revealed a blood glucose meter value of 40 mg/dl. At the hospital, the patient was treated with IV glucose and released after six days. The patient had recovered from the incident by the time of contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.